Event description:
Patient reported that he felt something was going on last night and would like to know what it was. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).